Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2005. The patient reportedly experienced pain and erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.